Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6( device code )- has been corrected to 1057 rather than 2892.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient was having recharge issues as the ipg was not holding a charge. Rep was unable to as a result patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored.